Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated they are unable to exit the "preparing to prime" loop. The troubleshooting was performed. The customer does not have back up plan per healthcare provider instructions. The customer was advised that the insulin pump need to be replaced due to a33 alarm issue. The customer was advised that the possible cause of alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose protruded drive support disk. Unable to test for prime/a33 test and occlusion test due to motor error alarm. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.